Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Consumer states the right front wheel broke off where the screw joins the framework. Consumer states the brakes on her rollator are not working as well as it was previously. No additional information provided.